Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve was explanted after an implant duration of three (3) days and replaced with another edwards same model and size valve. Despite multiple follow up attempts with the healthcare provider, the reason for explant of this valve has not been provided. The explanted device was not returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant after three (3) days due to unknown reasons. As stated above, despite multiple follow up attempts with the healthcare provider, the reason for explant and/or additional details have not yet been provided to edwards and the device not returned for evaluation. Therefore, without additional details and/or device evaluation, the root cause of this explant cannot be determined or further evaluated at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest an edwards device malfunction or quality deficiency related to this event. Updates will be reported if received.